Manufacturer narrative:
Device evaluation : one level one was received for investigation with wear and tear, including a damaged enclosure, front cover, and reflux plug. It was also noted the device had a cracked tank cover and corroded thermistor. Upon functional testing, it was determined the device leaked water from the cracked tank cover. Based on the evaluation, the complaint was confirmed. The cracked cover in this event was a result from user interface.

Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer leaks water. There were no adverse patient effects.